Manufacturer narrative:
Implant date: estimated based on the event date and the event occurring 45-days post implant.

Event description:
It was reported that a leak occurred. A 35mm watchman flx device was implanted. At the 45-day follow-up, a peri-device leak of greater than 5mm was discovered. The patient was scheduled for a non-boston scientific coil and/or plug to treat the leak. There were no patient issues reported and the patient made a full recovery.